Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2001, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 09-jan-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 50mg/ml at 1 7.9mg/day via an implantable pump. It was reported that the patient complained of withdrawal symptoms during routine follow up. The healthcare provider suspected an issue with the catheter and scheduled the patient for a dye study on (B)(6) 2021. The dye study confirmed a leak near the pump connector in the pump pocket. The patient was stable on orals and the healthcare provider planned to remove the pump. There were no environmental, external or patient factors that may have led or contributed to the issue. Surgical intervention did not occur but was planned and had not been scheduled. The issue was resolved at the time of the of the report and it was noted that the healthcare provider would not have any further information regarding the event.